Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician attempted to access the middle cerebral artery (mca) multiple times from the internal carotid artery (ica) to access the ruptured aneurysm by tracking the guidewire (subject device) without success. The procedure was aborted, and the patient was scheduled for the aneurysm to be clipped. Post procedure, it was found that the distal portion of the guidewire had remained in the vasculature. Upon examination , it appeared that the guidewire extended from the mca into the ica, and was possibly embedded into the bed of the artery. No additional information is available at this time.

Event description:
It was reported that the physician attempted to access the middle cerebral artery (mca) multiple times from the internal carotid artery (ica) to access the ruptured aneurysm by tracking the guidewire (subject device) without success. The procedure was aborted, and the patient was scheduled for the aneurysm to be clipped. Post procedure, it was found that the distal portion of the guidewire had remained in the vasculature. Upon examination , it appeared that the guidewire extended from the mca into the ica, and was possibly embedded into the bed of the artery. No additional information is available at this time.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the packaging and the continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this investigation.